Event description:
Baxter received notification stating that this home patient (hp) had a bad infection and that the catheter had been removed. The hp was transferred to hemodialysis. Baxter made several attempts to get additional information regarding this event, but no further information was available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this infection episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.